Event description:
It was reported the device displayed a sensing detection problem and appeared to be over-sensing during an arrhythmia. It was also reported the right ventricular (rv) lead displayed over-sensing and high thresholds. The device and lead remain in use and the patient is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, the pacing capture threshold in the rv (right ventricle) was elevated, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that re-programming was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.